Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an error message during the pd treatment. When checking the lines the patient noticed a fluid leak. Upon follow up the patient stated that he had not experienced any adverse events as a result of this incident. The cassette/tubing set in question had already been discarded.